Event description:
Add'l info received from MFR 7/08/2003: the hospital's nursing staff contacted valleylab on may 21, 2003 asking for assistance. They had had a "recent fire" and the hospital was reviewing their practices and policies related to oxygen during particular surgical procedures. Identification of the instruments in use (model, lot and/or serial number) was not provided. Therefore, no investigation with regard to the equipment in use could be performed. Without identification of the instrument, no total number of devices manufactured and distributed for the last three years can be provided. A medical device report was not submitted. The person reporting the incident to valleylab was not alleging a malfunction of the equipment. The surgeon was performing a blepharoplasty and the pt was receiving oxygen via a nasal cannula, or mask. Several articles were sent to the customer regarding oxygen enriched environments.

Event description:
The pt was in surgery and had nasal oxygen applied. The physician was using a valleylab electrosurgical unit. During the procedure a flash was noted at the electrosurgery pencil tip and it was also noted that the patient's left eyebrow was singed. The physician turned off the oxygen.